Event description:
Same case as MDR ID# 2134265-2014-07763. (B)(4). In (B)(6) 2010, the patient presented with a one day history of right sided chest pressure and tightness associated with diaphoresis, dyspnea and fatigue. Cardiac catheterization was recommended. The 80% stenosed and 12mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilation and placement of a 3.0x16mm taxus liberte stent, resulting in 0% residual stenosis. The 90% stenosed and 10mm long second target lesion was located in the right posterior descending artery (r-pda) with a reference vessel diameter of 2.90mm. The target lesion was treated with placement of two overlapping 2.5x8mm taxus liberte stents, resulting in 0% residual stenosis. The following day the patient was scheduled for a staged procedure. The patient returned to the cath lab for treatment of an 80% stenosed and 10mm long third target lesion located in the mid left anterior descending artery (lad) with a reference vessel diameter of 2.2mm. The target lesion was treated with pre-dialation and placement of a 2.25x16mm taxus atom stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. In (B)(6) 2014, the patient presented with chest pain and was hospitalized on the same day. Troponin level was found to be elevated. Cardiac enzymes were noted to be elevated electrocardiogram revealed t wave abnormality consistent with lateral ischemia and the patient was diagnosed with acute st elevation myocardial infarction. At the time of the event, the patient was on aspirin. Coronary angiography revealed a 100% occlusion in the previously placed 2.50x18 mm promus stent in dist rca and extending into the rpl and was treated with aspiration thrombectomy and multiple balloon angioplasties which resulted in consecutive occlusion in r-pda and rpl. After multiple attempts, the occlusion in ostial rpl was finally treated with placement of a 2.5x 18 mm non bsc drug eluting stent. Following post dilatation, 0% residual stenosis was noted. The 100% occlusion in the two 2.50x 8 mm study stents placed in r-pda was treated with aspiration thrombectomy, multiple balloon angioplasties and placement of 2.5x 26 mm non bsc drug eluting stent extending from distal rca and extending to the r-pda. Following post-dilatation, residual stenosis was 0%.the event was considered to be recovering/resolving and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).